Manufacturer narrative:
Patient information was not provided. Livanova manufactures the tandemlung oxygenator. The incident occurred in (B )(6) alabama. Photos were provided by the customer which confirmed the reported issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. All tests and inspections were completed with passing results. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report that blood was found in the blood in/gas out chamber of a tandemlung oxygenator during support. This occurred immediately after "burping" the oxygenator by turning the sweep gas flow to 15l for 15 seconds, which reportedly resulted in the red bubbles coming out of the gas out port and blood being found in the cylinder end. A membrane rupture was suspected, so the oxygenator was switched out on the circuit. During the oxygenator change out, the patient was briefly off support as the replacement oxygenator was initially hooked up incorrectly, and mean arterial pressure decreased to 30mhg.

Manufacturer narrative:
The complained device was returned for investigation. Visual inspection identified an area of red staining on the blood in/gas out end of the bundle fibers, matching the site-provided images. Additional internal and external visual inspections of the device were performed, an air leak test was performed, and a fluid pressure test was performed. However, no signs of blood pathway breach were found, and the reported blood-to-air pathway leak could not be recreated. The air leak test performed demonstrated that the blood side pathway of the returned device held air pressure for an extended period, suggesting that no fibers had been broken. In the event of a fiber breach the air pressure would have decayed almost immediately as the pressurized air from the blood pathway escape through the broken fiber into the gas pathway which was open to atmosphere. Similarly, the blood-side fluid pressure test did not demonstrate any fiber leaks when the device was subjected to its maximum rated blood-side pressure of >500 mmhg for 30 minutes without any signs of fluid accumulation in the gas caps. No signs of blood pathway breach, potting cracks or pc sleeve potting streaks were identified. Although an exact root cause could not be determined, it is possible that the reported leak event occurred through a small leak in a gas exchange fiber in combination with the increased sweep gas flow during device purging by site users. The device investigation was performed without sweep gas flow. Additionally, it is also possible that the leak seen during clinical use may not have been recreated due to the leak path becoming blocked with biologic material during return shipment. However, this cannot be confirmed. As a root cause could not be determined, no specific corrective actions were identified. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.